Event description:
(B)(4). Est date of onset. Had itching burning rash on back couple times shortly after essure. I didn't realize it could've been essure. I've had wt gain, bloating, headaches, migraines, numbing and; tingling hands, arms, legs, extreme fatigue, significant hair loss, moodiness. Heavier menstrual cycles (especially within last 2 yrs). Pelvic pain, cramps daily, lower back pain daily (some days much worse). I should've went to ER couple times because pain was intense. Had something come out when wiped.